Manufacturer narrative:
Helpline support team reported that user was receiving many messages from carelink application notifying that the account is locked. "Complaint summary: helpline support team reported that user was receiving many messages from carelink application notifying that the account is locked. Investigation/testing summary: an attempt was made to reproduce the issue by monitoring the test account login in carelink personal application and confirmed that the issue is not reproducible. To assist with the resolution , requested user for the below information did the user is able to login ? Or they have issue with login as well ? Do they have any third party app being used ? Helpline updated that the user do not use any third part app the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause can be assumed that there could be some type of 3rd party app/scripting use. Analysis summary: no reports of this issue have occured since the release of recaptcha on 14.10. In addition to this there is no evidence of users with an unexpected amount of failures after (B)(6) 2023 (date of us release) support is continuing to monitor this while root cause is being investigated. During investigations into rca of these accounts we found that they are making unsuccessful calls from the same ip address, indicating that there could be some type of 3rd party app/scripting use. Although some users are denying use of these apps, there is not currently a way to confirm that these calls are not coming from them, or from others attempting their username/info. Despite of multiple attempts to follow up , we were unable to obtain response from the helpline team. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the received many messages from the carelink app indicating that the account was locked. Troubleshooting was performed and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the carelink. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.